Manufacturer narrative:
D10: device available for evaluation - additional information g4. Date MFR rec ¿ additional information h2: type of follow up - device evaluation h3: device evaluated by manufacturer- additional information h6: codes updated only axium prime pushwire returned for analysis as implant coil remains in the patient. As received, a break was found on the axium prime pushwire at the break indicator with the release wire also broken at this location. The actuator interface, positive load indicator and portion of the coupler tube were not returned for analysis. It is not possible to determine whether a mechanical detachment was attempted using an instant detacher. A bend was found on the axium prime pushwire at the proximal end. The coin was found retracted from the lumen stop; with the shield coil present and intact. The lumen stop was found to be visually acceptable. The retainer ring was found to be damaged (ovalized). Based on the analysis the report of "non-detachment" could not be confirmed. As pushwire returned implant coil already detached which is indicative of premature detachment. Based on the returned device, there was evidence that a manual detachment was attempted due to the broken break indicator, however, any mechanical detachment attempts could not be verified due to the actuator interface and coupler tube not being returned for analysis. The release wire was also found broken at the break indicator. It is possible that this damage contributed towards the non-detachment if the release wire could not be retracted to release the detach element. The retainer ring was found damaged (ovalized). It is possible this damage occurred during the difficult retrieval as reported by physician. It is possible the damage to the retainer ring contributed towards the premature detachment. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The axium coil has not been returned for evaluation; therefore, product analysis cannot be performed. The device was not returned; therefore, the reported event could not be confirmed. The cause of the event cannot be conclusively determined from the provided information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received report that the axim coil had problems detaching. Several attempts were made to detach the coil with two instant detachers, but without success. Detachment using the manual method (breaking of the hypotube, an alternative detachment method presented in the instructions for use) was also attempted, but it also failed. Retrieval of the implant coil was noted to be difficult, so it was able to be detached when the pushwire was twisted. No patient injury was reported as a result of the event. The patient was undergoing embolization treatment of a ruptured aneurysm. All other details will not be provided.